Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Additional information was requested and the following was obtained: cause of death was updated from septic shock to liver abscess.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2022. Additional treatment for liver abscess prior to patient death: drug therapy, culture taken, aspiration drainage, diagnostic imaging.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2021. Additional information was requested and the following was obtained: adverse event term: ruq pain. Relationship to study device: not related . Relationship to primary study procedure: causal relationship. Adverse event term: diabetic coma. Relationship to study device: not related. Relationship to primary study procedure: not related. Adverse event term: sudden death. Relationship to study device: not related. Relationship to primary study procedure: not related . Date of death: (B)(6) 2021. Cause of death: unknown. Was an autopsy performed? Blank. If yes, is autopsy report available? Blank was death certificate obtained? Blank. What was the patient¿s cause of death? Still unknown at this time. We have reached out the to transplant team at uf to find this information. I also have made several attempts to speak with the patient¿s spouse via the phone number in the mr here without success. Does the surgeon believe there was a deficiency with the neuwave device that led to or contributed to the patient¿s death? No, this was most likely not related to a deficiency with the device. Is the autopsy report available? Still unknown at this time. As above. Was the death associated with the surgical procedure? Still unknown at this time. As above. Is the health care professional is interested in speaking with ethicon medical and engineering personnel? Thank you for the opportunity, but there is no need to speak with an ethicon medial or engineering personnel.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information was requested and the following was obtained: was an autopsy performed? No. Cause of death: septic shock related to liver abscess . Date of death: (B)(6) 2021. Was death certificate obtained? No. Adverse event term: diabetic coma. Relationship to study device: not related. Relationship to primary study procedure: causal relationship . Adverse event term: septic shock. Relationship to study device: not related . Relationship to primary study procedure: causal relationship . End date value: "(B)(6) 2021." Outcome value: "fatal" . Start date value: "(B)(6) 2021."

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Additional information was requested and the following was obtained: log line 4: adverse event term: liver abscess relationship to study device value "causal relationship" has been changed to "not related" if the event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Value "yes" has been changed to "no" if the event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Value "no" has been changed to "n/a".

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a microwave ablation of soft tissue liver lesions, the patient experienced ruq pain. Diagnostic imaging and a culture was taken. Aspiration drainage was also done. The relationship of the ae to the device and procedure is a causal relationship.